Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced low and high blood glucose levels. Customer's blood glucose level was 300 mg/dl. They treated their blood glucose level and it went down to 70 mg/dl. However, their blood glucose level then dropped to 40 mg/dl. The customer had issues with stuck button. The device was not returned.